Event description:
Patient reported insulin cartridge leaked inside the cartridge chamber three weeks prior. He indicated that the insulin leaked from the rubber stopper of the cartridge. Pt stated that he received an e6 (mechanical error) alarm and an e7 (system alarm) alarm. He reported being able to reset the device by replacing the power pack. Pt indicated he would switch to injection therapy. He did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.